Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 215mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed several times. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.